Manufacturer narrative:
Failure analysis for fiber 0010-2400-616a-(B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end wall is compromised, exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, using the surgical fiber, the fiber burnt out. The procedure was completed utilizing this fiber however it noted that the fiber broke as the procedure finished. No injury to patient was reported.